Event description:
A customer reported some cracks at the end of the tubing of a transfer set. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection did not find cracks in the tubing. Leak, clear passage testing, and clamp function testing were performed with no issues noted related to the reported problem. The sample could not be confirmed for the reported problem. The cause was undetermined.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The device has been requested for evaluation. Should the device be received for evaluation, of if additional relevant information is received, a follow-up report will be submitted.